Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded events of noise and oversensing that led to inhibition of pacing therapy. This patient is 100% paced in all three chambers. It was confirmed that this patient was having an unrelated medical procedure at the time of the stored events. The device remains in service. No adverse patient effects were reported.